Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the tubing was not glued in properly resulting in lower than expected o2 flowrate to the patient. It was reported that the patient experienced a temporary drop in the spo2 (below the alarm threshold of 89%). The product failure was discovered quickly and replace with another cannula with the glue joint securely fastened". No patient harm was reported. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The sample was returned and sent to the manufacturer (salter labs) for evaluation. Salter labs reports the following: the cannula was returned for evaluation. The lot number of the unit in question was available and a manufacturing documentation review was conducted. Based upon the returned product the cannula failed at one of the bond joints made between the extruded headset tubing and the wye molded connector. It should be noted that the connector on this assembly is supplied by teleflex, and thus a full review of that part cannot be conducted. Based upon visual review there does not appear to be any issues with the connector, however a measurement analysis was unable to be conducted on the parts. A review of in process pull testing was documentation was conducted, and no issues were noted with the specific lot number of the device. Overall, salter has long used several in-process manufacturing controls to assure the quality and strength of our cannula bonds. This includes, but is not limited to, extensive operator training, custom fixtures to control solvent dipping length, and routine sample testing of bond strengths throughout each shift, utilizing both non-destructive and destructive test methods. Additionally, salter labs monitors complaints for issue or event trends. While this complaint has been entered into our complaint database and trending software, a trend for bond disconnections based on the number of units sold has not yet been identified. Salter labs will continue to be monitored complaint trends.

Event description:
Customer complaint alleges "the tubing was not glued in properly resulting in lower than expected o2 flowrate to the patient. It was reported that the patient experienced a temporary drop in the spo2 (below the alarm threshold of 89%).(cont.) The product failure was discovered quickly and replace with another cannula with the glue joint securely fastened". No patient harm was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the tubing was not glued in properly resulting in lower than expected o2 flowrate to the patient. It was reported that the patient experienced a temporary drop in the spo2 (below the alarm threshold of 89%). The product failure was discovered quickly and replace with another cannula with the glue joint securely fastened". No patient harm was reported. Patient condition reported as fine.